Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Undefined resistance/impedance was noted with the atrial lead impedance measuring as 'open' as of week of (B)(6) 2012.

Event description:
The patient came into the hospital for an atrial lead revision. A review of the patient's chart showed that the atrial lead had a probable fracture as the documented lead impedance was greater than 9999 ohms with no sensing and lead capture. Upon interrogation, just prior to the procedure, it was noted that the device was reprogrammed to dual mode and showed inappropriate oversensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.